Manufacturer narrative:
A maquet technician replaced the device with a new one and discarded the unit that failed. This investigation is ongoing and the results will be included in a follow up report.

Event description:
During surgery, the light head caught on fire, and turned off. Doctors stopped using the device and used a mobile light to complete the procedure. No injuries were reported. (B)(4). During a surgery, the light head was on fire, and turned off. Doctors stopped using the device and used a mobile light to finish procedure. No injuries were reported. (B)(4).

Manufacturer narrative:
Maquet evaluated the device and found that the light that failed was not equipped with original halogen bulbs from the manufacturer. The bulb was different in several aspects: e.g. No ceramic at the basis, no black painting at the top, different size. Maquet determined that these physical differences led to the reported event. The yearly maintenance program in the blue 80 labeling includes a replacement of the bulbs with original parts from the manufacturer, and a verification that the input voltage is within the tolerances. Additionally, the device was directly involved with the reported incident and was used for treatment of the patient when the event occurred.

Event description:
(B)(4).

Manufacturer narrative:
On 04/11/2016 03:01 pm (gmt+2:00) added by (B)(6): this follow-up report is prompted by an FDA ai letter dated (B)(6) 2016. The original medical device report was submitted on february 17th 2016. The light head that failed should be returned to the manufacturer to be evaluated in order to determine what may have caused the event. However, the manufacturer has not received the device nor has been able to evaluate it at the time of this report. The light head was too damaged to be repaired. In addition, the manufacturer wants to evaluate the entire light head as part of the investigation. For these reasons, the technician replaced it with another light head of the same model. This is the first event of this nature reported to maquet. The device was placed on the market in october 2005, i.e. More than 10 years ago. The expected life of this device is 10 years. The facility did not provide any details. Should this information becomes available, it will be included in a follow-up report. This investigation is ongoing and the results will be included in a follow-up report.

Event description:
During surgery, the light head caught on fire, and turned off. Doctors stopped using the device and used a mobile light to complete the procedure. No injuries were reported. (B)(4). During a surgery, the light head was on fire, and turned off. Doctors stopped using the device and used a mobile light to finish procedure. No injuries were reported. (B)(4).